Manufacturer narrative:
The reported issue was confirmed. The system did not power up because the customer's batteries were not charged. While charging the customer's batteries, the tech used the customer's entire charging system and noticed that the power supply was extremely hot, more than it should be. The customer's entire charging system was replaced.

Event description:
It was reported that the device did not turn on. A soft reset occurred with two different batteries and the system still did not work. No pt injury was reported.